Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about an event involving an enterprise 9000x bed. The customer reported that the error e001 (zero on battery power) was visible, and the head of the bed wouldn't lift. No injury was sustained. During the onsite visit, the arjo technician was informed that a patient was present during the event and was reportedly agitated, thrashing around on the bed. The customer provided the backrest damper (gas strut) that had snapped off from the bed frame. The technician also noted that the backrest hinge was broken, causing the backrest to collapse.

Manufacturer narrative:
The post-market surveillance data review and the investigation performed revealed that the most probable cause may have been excessive force applied to the hinge, which could contributed to the bed damage. However, based on the information provided, this potential hypothesis could not be confirmed. To sum up, the arjo device failed to meet its specifications because the backrest hinge cracked. This complaint was assessed as reportable due to the backrest hinge failure while in use with the patient. No injury was sustained.